Manufacturer narrative:
Clarification d.6b explant date: explant scheduled to occur on (B)(6) 2024, no confirmation provided. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported unknown side "patient who had the expander inserted is suspected of being infected". Device remains implanted.

Event description:
Healthcare professional reported unknown side "patient who had the expander inserted is suspected of being infected". Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: infection.